Event description:
Additional information received reported the extension accessory (3550-05) appeared to be torqued out of alignment and may have caused the contact on the lead to torque as well. Impedances were checked after the procedure when the device was turned on at the patient's physician's office and they were normal. It was noted the lead was still implanted.

Event description:
It was reported that during a stage 2 surgical procedure the lead was found damaged. The patient had a lead implanted on (B)(6) 2012. Stage 2 was done the day of report. When the physician removed the extension accessory (3550-05) it appeared there was damage to the lead. Contact 3 was partially severed. The physician removed all set screws but still had to dissect the boot to remove it. The physician cleaned and reconnected the extension wire. An impedance check was performed and everything appeared normal. No injury to patient was reported. It was unknown if it would impact therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3550-05. Product type: accessory: product ID 3389. Product type: lead. (B)(4).